Manufacturer narrative:
The reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 8 of the same event. It was reported from (B)(6) that during a plastic open reduction internal fixation (orif) surgical procedure for the hand, it was observed that five battery devices overloaded while in use with three small battery drive devices causing their respective fuses to trip. According to the report, the event occurred before use on a patient. It was reported that the small battery drive devices stopped running within ten seconds after the battery devices were loaded for testing. It was reported that the battery devices were inserted into an unspecified battery charger device after the procedure, and the red light activated after five minutes indicating that the battery devices had reached their usable life. It was reported that there was no allegation with the battery charger device as it functioned properly. There was a five minute delay to the surgical procedure. The surgery was successfully completed using spare devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device the unit ran for a little bit then stopped working, the electronic control unit (ecu) was damaged, the electric motor was louder than usual and there was an unknown liquid inside the unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time and improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.